Manufacturer narrative:
It was reported during follow up that the patient was hospitalized for the peritonitis event and has recovered. The patient's pd catheter has been removed and the patient was switched to hemodialysis (hd) twice a week and remain hospitalized due to hd. Re-catherizaton is planned for after two months. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. The cause and treatment of the event were not reported. It was not reported if the patient was hospitalized for the event. At the time of this report, the patient outcome and action taken with pd therapy were not reported. No additional information is available.